Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to connector resistance issue. Unit passed displacement test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer received with power error detected since past night. The blood glucose was unknown at the time of the incident. After led stopped blinking pt replaced battery. Customer advised to monitor pump and call back if problem reoccurs. The insulin pump will be returned for analysis.